Event description:
Reporter indicated that the pt was hospitalized due to cellulitis of the generator site. It was also reported that the pt's left breast was inflamed and they were receiving IV antibiotics. Further follow-up revealed that the pt later underwent generator explant due to cellulitis and was still hospitalized receiving IV antibiotics. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been to determine the cause of the reported cellulitis and if the pt has an infection.